Event description:
It was reported that the lead had unstable thresholds and dislodgement was confirmed by x-ray. The lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).